Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility.

Event description:
A report was received that a patient underwent a pocket revision due to discomfort. During the procedure, the physician chose to replace the ipg, though nothing was wrong with the device. The patient is reportedly doing well following the procedure.